Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps instrument did not move correctly. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: the instrument movement did not scale with the surgeon's control. There was no injury to the patient. There were no external collisions. No photos or videos are available.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The instrument grips tips opened and closed properly and passed the grip test. The instrument passed energy delivery testing in various grip orientations and also passed the electrical continuity test. The instrument was fully functional. No product issue was found. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.